Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
On (B)(4)2017, the customer replaced the elecsys troponin t stat assay (tntstat) reagent pack on the cobas e 411 immunoassay analyzer (e411). Quality controls were run on the morning of (B)(6)2017 and all looked fine. The customer stated that they then had three patient samples where the results were initially reported outside of the laboratory as positive. The physician questioned the results because the results did not match the clinical picture of the patients. Aliquots of the samples were sent to another laboratory for repeat testing on a cobas 8000 e 602 module (e602). The results from the e602 analyzer were believed to be correct. The customer also replaced the reagent pack on the e411 analyzer, recovering successful calibration and controls. The samples were then repeated on the e411 analyzer after this. Of these three samples, two had erroneous initial results that were reported outside of the laboratory. The first sample initially resulted as 0.022 ng/ml accompanied by a data flag. When repeated on the e602 analyzer, the result was < 0.010 ng/ml. The sample was repeated on the e411 analyzer after pack replacement, resulting as <0.010 ng/ml. The second sample initially resulted as 0.026 ng/ml accompanied by a data flag. When repeated on the e602 analyzer, the result was < 0.010 ng/ml. The sample was repeated on the e411 analyzer after pack replacement, resulting as <0.010 ng/ml. The first patient was treated with heparin and received a CT scan based on the initial value of 0.022 ng/ml. The customer could not provide any additional information other than that the patient is ok. No adverse events were alleged for this patient. The second patient was not adversely affected. The tntstat reagent lot number was 21415802, with an expiration date of 01/31/2018. The customer believed the issue to be resolved with the reagent pack replacement. To confirm this, the customer collected samples from five healthy employees and split the samples for testing on the e411 and e602 analyzers on (B)(6)2017. The results for all five samples matched. The customer did not have any issues with other assays at the time. Later on (B)(6)2017, the customer stated that they received questionable tntstat results for 3 additional patient samples. On (B)(6)2017, the customer had questionable results for an additional 39 patient samples tested for the elecsys vitamin d assay (vitd) on the e411 analyzer. No erroneous results were reported outside of the laboratory for these samples. The customer ran controls after the patient samples and control results were higher from those run earlier in the day. The customer stated that the system reagents had been replaced and seemed fine. The customer stated that he saw no issues with the analyzer tubing. The customer tried calibrating a new reagent pack, but the calibration failed. The field service engineer determined that there was an issue with tubing on the analyzer. He replaced the tubing. He ran performance testing and this was within specifications. The customer ran calibration and quality controls; these met the laboratory guidelines. Precision studies were performed. The customer confirmed that everything was within range after the service actions were performed.